Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system had too many scans loaded and the system's available space was at zero so the system would not allow any more downloads. The storage space was cleaned. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that the disc was loaded and the site saw the study was a name on the right-hand side of the import screen. The site selected "download all" and the series displayed "green checks" on the right-hand side but there was no name of the patient. The site was unable to see the downloaded patient on the patient screen. The site organized by data and attempted to reload the patient again but never saw the patient. The use of navigation was aborted. There was no patient impact and the surgery was completed with an hour delay.